Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sores under the lifevest equipment. Patient described the area as scabs from previous incision .there was no alleged device malfunction contributing to the irritation. E area as . There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention, reporting out of abundance of caution. Follow up indicated that the skin irritation improved.